Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated that there were episodes of non-sustained ventricular tachycardia and ventricular fibrillation. There were no egms available upon device interrogation. No intervention was performed and the patient was stable and was monitored via merlin.net.